Event description:
It has been reported that a surgeon has experienced 4 to 5 periprosthetic femur fractures with enduro patients over the past few years. The result for the patients have been revision surgery. It was reported that the surgeon does not feel there is a device problem. Additional information has been requested multiple times; to date, no additional information has been provided. If additional information is provided, supplemental reports will be submitted. One report has been submitted for each presumed revision surgery, these include: 3005673311-2016-00139, 3005673311-2016-00140, 3005673311-2016-00141, 3005673311-2016-00142, 3005673311-2016-00143.

Manufacturer narrative:
An investigation is not possible because we did not receive any products or further investigation. Based on the information available it is not possible to determine a possible root cause for the failure. Due to the circumstances that we did not receive any product and the lack of information it is not possible to determine a definitive root cause of the failure. No CAPA is necessary.